Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 2:30 p.m. The patient claimed that she obtained a blood glucose result of "157 mg/dl" with the subject meter and within 5 minutes obtained a blood glucose result of "98 mg/dl" with an embrace meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "shaky and a little jittery" about 10-15 minutes after the alleged issue started. The patient informed the cca that she treated herself with food and/or drink at 2:45 on the day of the alleged issue. During troubleshooting the cca confirmed that the patient was using an approved sample site, that the subject meter was set to the correct unit of measurement and that the test strips were not expired. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of acute hypoglycemia as a result of the alleged issue and having to treat her self with food/drink.

Manufacturer narrative:
(B)(6) 2012-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis ((B)(6) 2012) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the primary issue was unfounded during investigation with test strips. However, unrelated to the primary issue, the test strip was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.